Event description:
On (B)(6) 2022 it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2022 with peritonitis. There were no reported allegations that the peritonitis was associated with any issues with fresenius device or product. It was stated the patient was transitioned to hemodialysis for renal replacement needs due to issues with the patient¿s pd catheter (not a fresenius product). In additional follow-up, the patient¿s pd nurse reported that the patient was experiencing symptom of abdominal pain. As a result, on (B)(6) 2022 the patient went to the hospital and was admitted. While hospitalized, the patient had a pd culture obtained which grew the bacteria staphylococcus epidermis. The patient was initiated on antibiotic therapy with vancomycin (dose unknown). However, per the nurse, patient¿s pd catheter (not a fresenius product) was not working properly and subsequently the patient had a hemodialysis catheter placed. The patient was transitioned to hemodialysis and the patient continued vancomycin therapy intravenously (IV). On (B)(6) 2022 the patient discharged from the hospital and is recovering from the event. Currently, the patient is continuing outpatient hemodialysis as the pd catheter (not a fresenius product) is still not working properly. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to touch contamination during the pd exchange.